Event description:
It was initially reported that the physician's programming equipment was not communicating with patients. Troubleshooting was performed and connections are secure, wand battery is sufficient, and handheld is not plugged in. The issue was able to be isolated to the serial adaptor cable. Good faith attempts for product return have been unsuccessful to date.

Event description:
The serial cable was received on (B)(6) 2012. Product analysis was approved on (B)(6) 2012. The serial cable was returned because of the following alleged reason: communication difficulties. An analysis was performed on the returned serial cable and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.